Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, sizing was done via 3mensio and re vealed a short ascending aorta, mild to moderate aortic calcification, left ventricular outflow tract (lvot) tapered in shape with a bigger elipcitcal lvot. No pre-balloon aortic valvuloplasty (bav) was performed. The valve was deployed to 80% at 5 millimeter (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). The valve was recaptured three times. After final release, the valve dislodged into the lvot with a final position of approximately 10-11 mm on both sides with mild paravalvular leak (pvl) shown in flurosocopy. A transthoracic echocardiogram (tte) confirmed a deep but good position with trace pvl and no interference with the mitral valve. A few hours post procedure, an echocardiogram confirmed the valve migrated further into the lvot, compromising the anterior mitral leaflet which lead to decompensation. The valve was surgically removed and a non-medtronic surgical valve was implanted in combination with a surgical annuloplasty. No additional adverse patient effects were reported.